Event description:
When the nurse was removing the IV, intravenous, pump tubing from the IV pump, the IV tubing cassette cracked open and broke. This has happened on at least 2 occasions with 2 different nurses. There is a risk of the fluid, blood, IV fluid, chemo, splashing the patient or health care provider when the cassette breaks upon removal.